Event description:
Reporter stated the display of the meter is defective. Also stated the meter was dropped. No adverse event reported. The alleged product was requested to be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.